Event description:
On (B)(6) 2022: customer reported his wife has a false positive when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4)). An additional test was performed on the cue covid-19 test for home and over the counter (otc) use and a negative result was obtained. On (B)(6) 2022: customer's wife tested with a rapid pcr as well as a lab rt-pcr (unspecified brand) and they were both negative. An additional test was performed on the cue covid-19 test for home and over the counter (otc) use and a negative result was obtained.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.